Event description:
Boston scientific crm received information that, during a routine follow-up, this right ventricular (rv) lead exhibited noise and pacing inhibition. Sensibility parameters were reprogrammed to help with not capturing noise, and the tachy zone was prolonged to avoid inappropriate shocks. This patient was then followed up again and it was noted that there were no longer any episodes of noise recorded. This patient, however, mentioned syncope/dizziness episodes. The physician believes there are myopotentials and the device is being inhibited. The physician believes the problem could that the lead is bipolar integrated, and is waiting for advice from bsc technical services on how to solve the issue. Bsc ts reviewed the episodes. It was discussed that lead positioning can be a contributing factor in how the device senses, for example, if the distal coil is placed near the diaphragm, engaging the diaphragm aggressively can result in myopotential oversensing as shown in the stored episode. Bsc ts also discussed if the physician is considering implanting a new rate/sense lead, it may be worth discussing the cognis device and the advancements in our sensing capabilities. Furthermore, ts discussed how integrated bipolar leads are not the cause of myopotential oversensing. Sensing is the responsibility of the device, not the lead. The device determines what signals are cardiac signals and what signals are noise. Ts recommended performing aggressive valsalva maneuvers and isometrics in an attempt to recreate noise and capture it on real-time. If noise is observed and oversensing occurs, action should be taken as patient is pacemaker dependent. Additional information was received indicating that the physician did not perform any lead revisions or procedures. The physician did not think it was necessary to perform valsalva maneuvers, as the noise had been recreated during the follow-up. There were no other adverse patient effects reported.

Manufacturer narrative:
Subsequently, additional information was received that this rv lead was capped and abandoned during the replacement procedure of the associated device. This lead will not be returned for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.